Event description:
During a supraventricular tachycardia procedure, the procedure was aborted. Validation could not be performed. A left arm and left leg error, along with system reference patch errors were displayed. The patches were exchanged, and the amplifier and dws were rebooted twice. Three new studies were started, the surfacelink was reseated, and patches were reseated into the surfacelink. The surfacelink was exchanged with no resolution. The procedure was aborted, and no procedure was performed (not even groin access). Though the patient had been under anesthesia. Further troubleshooting at a later date determined that the issue was the dws which has been since replaced.

Manufacturer narrative:
One ensite x display workstation (dws9) z4 was received for evaluation at tech center. The reported validation issue was able to be confirmed through evaluation of the collect logs. However, the hardware evaluation testing was successful. Based on the investigation, and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.